Event description:
The target lesion was right internal carotid artery. There was no calcification or tortuosity. Pre-procedure there was 80% stenosis. The pt is male, age unk. The blood flow stopped temporarily post stent (precise 8x40). The filter basket was suctioned, and the flow recovered normally. The pt developed tia, and alogia, but both of these completely recovered after suction of the filter basket. The pt is in stable condition now.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.